Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during herniorrhaphy with intestinal resection, the stapler broke without the clamps outputs.